Event description:
Boston scientific received information that this patient was recently upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) system. Then, approximately (B)(6) month later, the system was removed due to infection. Pathology analysis determined that (B)(6) was present which the physician stated grew from the pocket swab and new implant of the left ventricular (lv) lead and new defibrillation lead. The (B)(6) did not grow on the other chronic leads. (B)(6) was also present from the new defibrillation lead, chronic right ventricular (rv) pacing lead, but not present in the pocket or the chronic atrial lead. Based on the presence of the (B)(6), the physician was concerned with a sterility issue with our new product line and inquired if there were other known issues relating to sterility. Boston scientific technical services (ts) confirmed that previous known requests relative to this did not discover any boston scientific sterility issues. The products were contained by the hospital and are not available for return at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.